Manufacturer narrative:
The customer declined to have their glidescope spectrum lopro s4 returned to verathon for evaluation. Since the lot number was not provided, verathon was unable to check the device history record (DHR) or the non-conforming material (ncm) record for similar complaints related to the lot number. Should additional relevant information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s4, the connection to the cable was very loose and the signal was lost. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.